Event description:
A report was received that the patient was experiencing painful shocking sensation. The patient was brought to the emergency room (ER) and was given medication. It was also reported that the remote control (rc) could not connect to the ipg and the ipg would not hold a charge. The patient underwent a procedure where the ipg and extensions were explanted and the leads were left inside the patient's body. Device malfunction was suspected on the ipg. There will be no further course of action regarding the leads.

Manufacturer narrative:
Sc-1132 sn ((B)(4)) device evaluation indicated that the ipg passed electrical and performance tests performed. The complaint was verified. The ipg could not be charged nor linked because the internal battery was depleted below the hibernation threshold. It exhibited fast battery depletion due to excessive current leakage. A hot spot was observed on the asic-u3 and vh-ground was shorted. These symptoms are the typical characteristics of high-voltage transient damage. The device profile was captured after connecting an external power supply, and there was a sudden battery plummet sometime before the explant procedure. Sc-3138-25 sn ((B)(4)) device evaluation indicated that the leads passed visual, electrical, mechanical and photographic imaging tests performed. Visual/x-ray inspections and impedance measurements were performed to ensure the device integrity. No anomalies were found.

Event description:
A report was received that the patient was experiencing painful shocking sensation. The patient was brought to the emergency room (ER) and was given medication. It was also reported that the remote control (rc) could not connect to the ipg and the ipg would not hold a charge. The patient underwent a procedure where the ipg and extensions were explanted and the leads were left inside the patient's body. Device malfunction was suspected on the ipg. There will be no further course of action regarding the leads.

Event description:
A report was received that the patient was experiencing painful shocking sensation. The patient was brought to the emergency room (ER) and was given medication. It was also reported that the remote control (rc) could not connect to the ipg and the ipg would not hold a charge. The patient underwent a procedure where the ipg and extensions were explanted and the leads were left inside the patient's body. Device malfunction was suspected on the ipg. There will be no further course of action regarding the leads.

Manufacturer narrative:
Additional information was received that the patient had the scs system explanted because it was shocking her brain.

Event description:
A report was received that the patient was experiencing painful shocking sensation. The patient was brought to the emergency room (ER) and was given medication. It was also reported that the remote control (rc) could not connect to the ipg and the ipg would not hold a charge. The patient underwent a procedure where the ipg and extensions were explanted and the leads were left inside the patient's body. Device malfunction was suspected on the ipg. There will be no further course of action regarding the leads.

Manufacturer narrative:
.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. Model#: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm.